Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician attempted to advance the autotome into the papilla and instructed the nurse to bow the device. It bowed; however, it failed to unbow. They attempted it several times but still the device did not release bow. The procedure was completed with a second autotome rx 39. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician attempted to advance the autotome into the papilla and instructed the nurse to bow the device. It bowed; however, it failed to unbow. They attempted it several times but still the device did not release bow. The procedure was completed with a second autotome rx 39. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.